Event description:
Granuloma at intrathecal catheter tip from drug administration system. Removal of old catheter and placement of new intrathecal catheter. This pt has had a drug administration system in place for a number of years controlling chronic pain due to failed back surgery syndrome and complex regional pain syndrome. Evidence of a granuloma at the intrathecal catheter tip with loss of effectiveness of the drug administration system.